Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported a cardiac tamponade and pericardial effusion occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The watchman delivery system (wds) was prepared, advanced, and deployed into the laa. The transesophageal echocardiography (tee) probe was removed and a significant drop in the patient blood pressure was observed. Transthoracic echocardiogram (tte) imaging revealed an effusion had developed after release of the closure device. There had been no effusion noted on the tee imaging. Pericardiocentesis was performed to treat the effusion removing 500 ml of darker color fluid. The patient was stabilized and was discharged to the intensive care unit (ICU). The device is not expected to be returned for analysis (discarded). The patient had large ra, which was difficult to engage the septum on multiple attempts. Possibly rotated heart as well. Radio frequency was applied once. There had been only a single deployment of the closure device, which was unremarkable, however the physician had a good amount of difficulty engaging the septum when trying to go transeptal and suspected a potential perforation of the right atrial appendage (raa) as the catheter was observed pointing that direction on tee several times. Act was therapeutic. The patient was under eliquis at the time of the event.